Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was unable to prime. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: review of the black box data revealed multiple call service 162 alarms for loss of prime due to low non-zero force. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without error, alarm or warning occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.